Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace on keypad assembly. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing. Unit received with pillowing keypad overlay, faded, stained, peeling serial number label, peeling, fading end cap address label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.